Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch verio iq meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It was not specified with the alleged issue began. Results obtained with the subject meter were not provided. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. Prior to the start of the alleged issue, the patient claimed she felt symptoms of warm and jittery. It would have been helpful to know what the patient's blood glucose results were prior to experiencing symptoms and if changes were made to her usual management routine at that time. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. Quality control testing was performed which tested outside of specifications. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, the complaint is being reported due to the failing control solution test result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.